Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. As received, a complete lead was returned in one piece with trace of blood in the stretched helix. The reported event of a helix mechanism issue was confirmed. Visual and x-ray inspections of the lead found the helix was stretched/ damaged consistent with procedural damage. The helix mechanism/extension length tests could not be performed due to a stretched helix, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to stretched helix consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead would not penetrate into the target area in the heart's septum the physician attempted to reposition the rv lead but was unable to extend the helix. The lead was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Correction: h6 coding and b5.

Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead would not penetrate into the target area in the heart's septum the physician attempted to reposition the rv lead but was unable to retract the helix. The lead was not used, and a new one was implanted. There were no patient consequences.